Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, upon removal of the infusion site following a hyperglycemic event, a kinked cannula was observed. This was associated with compromised insulin delivery, and the issue was resolved after replacement of the cassette, tubing, and infusion site. The patient with diabetes did not require medical intervention. There was patient involvement with no harm.